Event description:
It was reported that the handle is not locking onto the broaches. The issue was noticed during surgery. The procedure was completed using the same device. A delay of 30 min or less was reported.

Manufacturer narrative:
It was reported that the handle is not locking onto the broaches. The issue was noticed during surgery and the procedure was completed using the same device. The device, used in treatment, was not returned for investigation. A visual inspection could therefore not be performed. Based on the performed complaint history review, no additional complaint was detected for the batch in question. Furthermore, the production documentation was reviewed and no deviations from the standard manufacturing procedure were detected. Based on the performed investigations, the failure mode of the reported issue could not be confirmed and the root cause of the reported problem remains unknown. There is no indication that the device failed to match specification at the time of manufacturing. The need for corrective action is therefore not indicated. Nevertheless, smith and nephew will continue to monitor the device for similar issues. This investigation is considered closed. The complaint will be reopened should the device be received.